Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was seen with noise on the right ventricular lead. Lead noise was causing pacing inhibition and patient was experiencing syncope episodes. Lead was explanted and replaced successfully. Patient was discharged following procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion at 16.9 cm to 17.1 cm from the connector pin that breached the insulation consistent with friction to the device can.